Event description:
A malfunction alarm with code malf 12 was reported, and the pump was not resettable. There was no reported impact on the customer¿s blood glucose level. Technical support confirmed the pump was under warranty and arranged for a replacement. The customer was instructed to use multiple daily injections (mdi) as a backup therapy and to put the faulty pump in storage mode before returning it with a pre-paid label, which the customer agreed to do.